Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10316. The patient (B)(6) received a dbs system which included at least two leads and a lead extension (lot numbers were requested; however, they are unavailable at this time). It was reported high impedance was identified on one of the leads during a routine impedance check. When the physician attempted to increase the amplitude, an alert displayed on the patient programmer warning that the maximum output had been reached. The physician reprogrammed the patient to obtain normal impedance values with no side effects noted. The patient is scheduled to meet with her physician at a later date to determine the next course of action.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.